Event description:
It was reported that on (B)(6) 2022 during shoulder repair surgery tips of small hexagonal screwdriver shaft and large hexagonal screwdriver shaft were stripped off. There was no surgical delay. The procedure was completed successfully. Patient outcome is reported as good. This report is for (1) small hexagonal screwdriver shaft. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.